Manufacturer narrative:
The ge representative conducted an onsite investigation. The image processor computer was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system locked up. No patient injury was reported.